Event description:
It was reported that suture placement in the left common femoral vein was attempted with a prostyle device using the pre-close technique via an 8f sheath hole prior to a radiofrequency (rf) ablation interventional procedure. Reportedly, it was difficult to push the collar of the plunger to the body of the device. When the plunger was pulled back, a cuff miss [suture retrieval issue] occurred and one of the needles was heavily bent beneath the plunger. The suture of a new prostyle device was successfully pre-placed. The rf ablation procedure was completed using the 8f sheath. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initially filed report, the following information was received:the sheath was upsized to a 14f sheath to complete the ablation procedure. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff, difficulty deploying the plunger and needle bend were confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history did not indicate a lot specific quality issue. The reported difficulty deploying the plunger (it was difficult to push the collar of the plunger to the body of the device), needle bend and needle to cuff miss were concluded to be related to a potential product quality issue due to the adhesive observed in the posterior needle port. The subsequent treatment appears to be related to procedure circumstance. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.na